Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("miscarriage"), bipolar disorder ("bipolar disorder") and genital haemorrhage ("heavy abnormal bleeding") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 2 and miscarriage. Previously administered products included for birth control: mirena. Concurrent conditions included body mass index normal. Concomitant products included ibuprofen, lamotrigine, iodoamphetamine, paracetamol (tylenol 8 hour) and quetiapine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), device expulsion ("migration of essure device location of device: migrated to uterus"), bladder disorder ("bladder disorder"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), anxiety ("anxiety"), depression ("depression"), urinary tract disorder ("urinary problems"), headache ("headaches"), migraine ("migraines"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2018, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and urinary tract infection ("urinary tract infection "). The patient was treated with antibiotics and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, bipolar disorder, device expulsion, genital haemorrhage, bladder disorder, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, vaginal infection, urinary tract infection, female sexual dysfunction, anxiety, depression, urinary tract disorder, headache, migraine, dyspareunia, dysmenorrhoea, alopecia, fatigue, weight increased and vaginal discharge outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, anxiety, bipolar disorder, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), pregnancy (stillbirth or miscarriage), miscarriage, device ineffective, urinary tract infection, vaginal infection, apareunia (inability to have sexual intercourse), bipolar disorder, depression, anxiety, bladder disorder, urinary problems, migraines, headaches, migration of essure device location of device: migrated to uterus, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, fatigue, hair loss, vaginal discharge were added. New reporter, patient information, medical history, lab data, historical, concomitant and treatment medication were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.